Event description:
The bed had no power.

Manufacturer narrative:
Technician found power cord disconnected from the p.c.b. Technician had to replace p.c.b. And power cord to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.